Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause has been unknown; however, the following are supposed to be the cause. Since a remarkable damage to the guide wire of the endo-therapy accessory was confirmed, it is possible that an abnormality on the endo-therapy accessory had an effect on behavior of the forceps elevator. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a common bile duct stone procedure with the subject device and a guidewire (g-260-3545s), the user operated the forceps elevator, but it didn't not move down to release guide the wire locking function for a while. There was no report of patient injury associated with the event. The local service engineer reported the following. There was no abnormality of the subject device. The guide wire had many deep scratches at 55 cm from the distal end, abnormal shapes at working side. Also, the covering material was cut and peel off.